Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient has experienced percutaneous lead issues with breaks, tears and percutaneous lead repair. The patient reported low flow alarms, motor grinding and alarms. The hospital discussed the possibility of a pump exchange, but determined that the patient was currently not a good candidate for reoperation and decided to put the patient on an ungrounded cable.

Manufacturer narrative:
The patient remains on going with the implanted device and an ungrounded cable and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.